Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that the ar-12990 knee scorpion device completely broke at the jaws upon first firing the suture through the meniscus. All pieces were recovered from inside the patient. This issue was discovered during a meniscus root case with no patient harm.